Event description:
After removal of IV catheter, nurse noted that tip of catheter did not appear to be intact. Upon palpation of site (right antecubital space) nurse felt firm, small spot. As this appeared to be consistent with tip of catheter, vascular surgeon consulted, who felt patient was stable for outpatient follow up.